Manufacturer narrative:
The pump was received with physical damage, a cracked and bleeding lcd glass, a minor scratched lcd window, a cracked case near the display window corners, a cracked reservoir tube lip, and a detached end cap. They were unable to perform the displacement test due to the display anomaly.

Event description:
The customer reported via phone call that he fell off of his bike and the pump is now damaged. Customer stated that his blood glucose is currently 248 mg/dl. Customer stated that the pump is broken where the light bulb button is located and where the reservoir screws into the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.